Event description:
It was reported that the head end of the bed shakes when it is lowered and that there was an issue with the fowler drive screw bracket. No adverse consequences alleged.

Manufacturer narrative:
(Result): fowler drive screw bracket.